Manufacturer narrative:
Updated section h10. Originally submitted as:customer reported that a pyxis anesthesia es system experienced multiple drawer failures resulting in a ten minute delay to patient care as device was rebooted. There was no reported patient or user harm. This event is recorded on complaint number (B)(4). The device has not been returned to manufacturer (carefusion 303). Investigation pending: this report will be updated once the device is collected by the manufacturer and inspected. Then corrected information in section h10: this event is recorded in complaint number (B)(4) the device has not been returned to manufacturer (carefusion 303). Investigation complete as of (B)(6) 2022 and resolution is documented in complaint number (B)(4). Technical support specialist evaluated device and determined that a hotfix was already applied. Technical support specialist run report for customer to ensure weekly reboots are performed. Knowledge article 000012830 was used.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system experienced multiple drawer failures resulting in a ten minute delay to patient care as device was rebooted. There was no reported patient or user harm. This event is recorded on complaint number (B)(4). The device has not been returned to manufacturer( carefusion 303). Investigation pending: this report will be updated once the device is collected by the manufacturer and inspected.

Event description:
Customer reported that a pyxis anesthesia es system experienced multiple drawer failures resulting in a ten minute delay to patient care as device was rebooted. There was no reported patient or user harm.

Event description:
The customer reported that a bd pyxis¿ anesthesia station es experienced multiple drawer failures resulting in a ten minute delay to patient care as device was rebooted. There was no reported patient or user harm.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b4, b5, d7, e2, g1, g4, h6, h11has been updated. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 18-feb-2020 to 17- feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue caused the system needed a maintenance. With the help of knowledge article technical support specialist was able to fix the issue. The system functioned as intended after being assessed by the technical support specialist.